Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material in the air/water nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation associated to h3, h6. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, it is likely that the foreign material may have been unremoved because the device was not reprocessed properly due to leak at the plug unit and biopsy channel. However, a definitive root cause of foreign material could not be identified. The suggested events are detectable and preventable by handling device in accordance with the following IFU(instruction for use). IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this olympus device.